Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer. Multiple follow up attempts were made to confirm charging issue was resolved. However, no additional information was provided.